Manufacturer narrative:
The implant drive tip (iipdts) was not returned for inspection due to being discarded by the customer. No lot number was provided so no device history record review was performed. The complaint was not verified and a technical root cause could not be determined.

Manufacturer narrative:
Lot number unknown for the device. The concomitant devices (prevail tapered implants) were returned and received on 04-apr-2017. Device will not be available for evaluation due to the customer discarding the device.

Event description:
The customer reported that (2) implants fell off the driver. It was reported that both returned implants would not remain attached to the placement driver. The placement driver was discarded. It was reported that there was no problem with the implants just the placement driver. The clinician reports that another implant was place, no delay was reported.